Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11784. It was reported the patient was not receiving effective stimulation coverage, so the physician replaced the leads. The patient reported he felt the existing leads were shocking his heart. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.